Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited an internal rattle consistent with a loose internal component and experienced an unexpected shutdown, after which the user shook the device and it powered back on; a replacement was arranged and the user was advised on backup therapy and device shutdown procedures. Symptoms included no reported changes in blood glucose and no injury. Outcomes included product replacement and instructions to return the original device, with the ability to continue cgm use and to sync data prior to return. Investigation included customer interview, review of provided video evidence of the rattle, and receipt and inspection of the returned device. Investigation of this case revealed a loose screw associated with the pump assembly that could interrupt power or function, consistent with a hardware malfunction. It was concluded that the cause was improper assembly of the device.